Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Information was received from a consumer regarding patients receiving an unknown drug via an implantable infusion pump. It was reported that others who have had (the pump) removed have died due to the severe withdrawal. It was noted patients died and suffered massive injury from the product. No event date was provided. No further information was reported.